Event description:
It was reported that during an unknown procedure, error code displayed during use, shear malfunctioned. Completed the procedure successfully with a same like device. No other information is available. No patient consequence.